Event description:
It was reported that the surgical time was extended due to device issue, which was as follow: upon compression screw insertion, the screw driver insert capture would not dis-associate from the screw. The compression screw driver had to be removed with the compression screw still captured on the driver.

Manufacturer narrative:
[(B)(4)].